Event description:
It was reported to the manufacturer that the user dropped their programming system during a programming session and the programming system did not function properly following the drop. The software continuously sent the user back to the interrogation screen when other menu options were chosen. He was not able to successfully complete the programming session due to the malfunction of the software. A new programming system was sent to the site upon request. Good faith attempts to obtain the non-working device for analysis have been unsuccessful to date.